Event description:
It was reported that the trach would only inflate on one side. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, no damage was detected. Unit was inflated and deflated with air successfully four times. Unit functionality was found to be working as intended. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).